Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a setscrew problem. The right atrial (ra) lead position check failed and the right ventricular (rv) lead exhibited high impedance, oversensing and noise. The ipg, ra and rv leads were revised and remain in use. No patient complications have been reported as a result of this event.